Event description:
Event description: the nasogastric tube separated at the bolus tip. This was discovered when the child passed the tip in their stool. The tip that passed was approximately 3 cm. Both parts of the tube have been saved.

Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from similar product were tested in order to duplicate a similar break. More than 5 lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.